Manufacturer narrative:
The reported events of high pacing impedance and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance and low r-wave sensing. The lead was replaced during the same procedure on (B)(6) 2021. The patient was stable.